Manufacturer narrative:
Philips service replaced the image drives, reloaded the software, and reinitialized the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the image database was full, making it unable to acquire new images on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.